Event description:
It was reported that during routine follow-up the right ventricular lead exhibited loss of capture and loss of sensing. Chest x-ray confirmed perforation of right ventricular apex. On (B)(6) 2014 pericardial effusion was noted and it was drained and the lead was repositioned. On (B)(6) 2014 chest x-ray confirmed the lead had dislodged. The lead was explanted and replaced on (B)(6) 2014. The patient did not experience any complications from the procedure.